Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported in (B) (6) 2006 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The target lesion was at the femoral artery, comment noted ¿sfa short stenosis in diabetic patient.¿ the target vessel has no vessel tortuosity; the lesion type was de novo and mild calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 5 mm, lesion length 10.00 mm. Pre-procedure 90 % stenosis, and post-procedure 30% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. Patient one month follow up visit in (B) (6) 2006, vital status of the patient was alive. Patient three month follow up visit in (B) (6) 2006, vital status of the patient was alive. The target lesion has remained patent since the pcb procedure. The patient did not experience an adverse event nor had any intervention procedure on any vessel since the procedure. The six month follow up visit in (B) (6) 2006, vital status of the patient was alive; comments noted ¿follow up performed by dsa¿. The target lesion has not remained patent since the procedure. The patient experienced an adverse event since the procedure, ¿re-worsening of cli¿ (critical limb ischemia). The patient did not have an intervention procedure on any vessel since the procedure. No data was provided for the twelve month follow up.